Manufacturer narrative:
Reference ID: (B)(4). Easydiagnost eleva is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. Philips received a complaint on easydiagnost eleva 1-4 indicating that the footrest at the end of the table had a malfunctioning lock and was not locking properly. The device was outside clinical use and there was no patient or user harm. The remote service engineer (rse) reviewed the issue and confirmed that no system errors or logs were associated with the malfunction, as the issue was mechanical in nature. The customer requested replacement of the footrest assembly. A replacement footrest was ordered and shipped to the site. The customer will take responsibility for installation and was advised to contact philips for any further support, at which point a new service order will be created. Based on the available information, the issue is attributed to normal wear and tear of the footrest locking mechanism.

Event description:
It was reported that the footrest at the end of the table had a malfunctioning lock and was not locking properly. The device was outside clinical use and there was no patient or user harm.